Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patients, in the clinical study have experienced 68 post-operative complications. The 68 post-operative complications are as follows: 20 patients experienced dislocation, which was corrected by reduction revision surgery. 12 patient were suspected for infection, which was treated with antibiotic therapy, dair and revision of implant. 3 patients were reported to have pseudotumor which was treated with revision of acetabular component. Due to fall, 8 patients underwent revision surgery due to periprosthetic fracture (patients were also treated with osteosynthesis). 20 patients underwent revision surgery due to aseptic loosening. 5 patients underwent revision surgery due to pain.

Manufacturer narrative:
Review of event description: it was reported that the events have occurred on unknown dates. They are a part of an ongoing retrospective study on the metabloc stems. Patient have experienced intra-operative and post-operative complications. There have been 91 complications, 23 intra-operative and 68 post-operative complications. The 68 post-operative complications are as follows: - 20 patients experienced dislocation, which was corrected by reduction revision surgery. - 12 patient were suspected for infection, which was treated with antibiotic therapy, dair and revision of implant. - 3 patients were reported to have pseudotumor which was treated with revision of acetabular component. - due to fall, 8 patients underwent revision surgery due to periprosthetic fracture (patients were also treated with osteosynthesis). - 20 patients underwent revision surgery due to aseptic loosening. - 5 patients underwent revision surgery due to pain. The 23 intra-operative complications that have occurred are as follows, complication severity: mild. - 7 patients experienced greater trochanter fracture which was resolved by tension band. - 13 patients experienced calcare fracture which was resolved by tension band complication severity: moderate . - 1 patient experienced distal femoral fracture, the bones are realigned and resolved with plates. - 1 patient experienced acetabular fracture, which was resolved by the exchange of the cup. - 1 patient experienced femoral fracture, the bones are realigned resolved with plates. Post operative complications captured under (B)(4) and intra operative complications under (B)(4). Review of received data: - due diligence: no further ""due diligence"" required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: the DHR check could not be performed as the lot number was not available. Conclusion: it was reported that the events have occurred on unknown dates. They are a part of an ongoing retrospective study on the metabloc stems. Patient have experienced intra-operative and post-operative complications. There have been 91 complications, 23 intra-operative and 68 post-operative complications. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Event description:
Patients, in the clinical study have experienced 79 post-operative complications. The 79 post-operative complications are as follows: - 20 patients experienced dislocation, which was corrected by reduction revision surgery - 12 patient were suspected for infection, which was treated with antibiotic therapy, dair and revision of implant - 3 patients were reported to have pseudotumor which was treated with revision of acetabular component - due to fall, 8 patients underwent revision surgery due to periprosthetic fracture (patients were also treated with osteosynthesis) - 20 patients underwent revision surgery due to aseptic loosening - 5 patients underwent revision surgery due to pain - 11 calcareous fractures - is an oversized prosthesis to scrape, caused at the beginning of the learning curve errors in the introduction. Higher percentage in cementless prostheses.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information which was received on jun 16, 2021. Additional: b5, h6 correction: b4, g3, g6, h2, h10 the manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).